Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-00615 & 03387).

Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a clinical study. It was reported patient underwent a left total hip arthroplasty on (B)(6) 1984. Subsequently, patient was revised on (B)(6) 1988 due to an unknown reason. Patient underwent another revision procedure on (B)(6) 2008 due to loosening of the acetabular cup and femoral stem. All components were removed and replaced.

Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a clinical study. It was reported that patient underwent left total hip arthroplasty on an unknown date. Subsequently, patient was revised on the left side on (B)(6) 2008 due to loosening of the acetabular cup and femoral stem.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. The following sections could not be completed with the limited information provided: product identification/expiry date, date implanted, manufacture date.